Event description:
It was reported that the insulin pump was exposed to water. It was stated that there is fluid under the lcd display. There are no cracks on the device. It was also reported that the customer changed the battery and the insulin pump stays in the reboot cycle. Blood glucose value was 8.8 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly. However, the pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.